Event description:
Litigation documents were received. Litigation alleges that the patient suffered pain and discomfort in the right hip and right leg, elevated chromium levels, clicking and grinding of the right hip joint and nearly 30 degrees rotation of the acetabulum.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.